Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00-7848-003-00 kinectiv modular neck s lot# 62967598, item# 00-7713-006-00 mod ml taper fem st 6 lot# 62030110, item# 00-6200-050-22 f/m acet shell 50mmod cluster lot# 62136628, item# 00-6305-050-36 xlpe poly liner 50/52/54 x 36 lot# 62175111. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review the operative notes which indicated a revision was performed of left hip due to elevated metal ions, pain, and corrosion. Pre-operative workup revealed elevated serum cobalt levels. Mild signs of corrosion was observed at the femoral head-neck junction. Assessment of the components determined that the cup and stem were well fixed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent left total hip arthroplasty approximately 6 years ago. Patient was revised 4 years post implantation to address elevated cobalt pain/recent fall (with no acute injury) and chromium in the blood. Intraoperatively, corrosion of the left hip neck/head junction/pain and metallosis were identified. The femoral head neck and liner were replaced. Attempts were made to obtain additional information; however, none was available.